Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was reported to be due to a leak/separation of the baxter healthcare titanium adapter. It was unknown if the patient was hospitalized for the event. On unreported date(s), the patient was treated with unknown antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. It was unknown if peritoneal dialysis therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.